Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act and down arrow buttons dome switch. No button error alarm or numbers ramping up were noted. The keypad connector was fully locked. The pump had minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 212 mg/dl. The customer stated that the act button is not responding properly. The customer stated that she is unable to bolus. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.